Event description:
Account states during removal of flat drain, part of the drain broke in pt. Pt returned to surgery for removal. Part could not be removed.

Event description:
Allegiance healthcare corp has determined through an internal audit process that the two files listed above are duplicate complaints. The first was filed directly from the hosp while the second complaint was initiated based on notificationof a litigation filed by the plaintiff's attorney. Based upon the info, co has chosen to make 1423507-2001-00016 a duplicate complaint of 1423507-2000-00005 and will make the second a non-complaint in the co's complaint system. All info from both complaints has been combined to create one separate file.